Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a hole was found on the memobag when the user was taking the excised organs out from the patient body. Therefore, the bag was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred. According to the user, he/she did not use any devices to cut after putting the bag into the body, so the hole was supposedly on the bag from the beginning."

Manufacturer narrative:
(B)(4). The complaint device (memobag, p/n 332801-000020, lot 71f24h0017) was returned and subjected to visual and dimensional inspection. Examination confirmed the reported defect of "hole on bag during use." One rupture was identified in the bottom portion of the bag. The foil material at the rupture site was visibly stretched and thinned, while the closure wire and its attachment points were intact and showed no evidence of deformation or detachment. Dimensional inspection of the bag foil demonstrated that thickness measurements taken in random locations complied with specification (0.072-0.088 mm). However, measurements taken in close proximity to the rupture site were below specification, consistent with localized stretching and thinning of the material. Incoming inspection records for the raw material foil lot met all specifications, and review of manufacturing, in-process, and final inspection records for the complained lot did not identify any production nonconformances or anomalies. Functional testing was not performed, as it was not relevant to the reported defect. Review of the applicable instructions for use (IFU 940268-000003, rev. A) indicates that excessive force during tissue retrieval, improper technique during bag removal, or use of instruments generating high temperatures may contribute to damage of the memobag during use. Based on the inspection findings and record reviews, the reported defect was confirmed. The probable root cause was determined to be unintentional user-related error, specifically excessive force or technique during bag retrieval resulting in localized stretching and rupture of the bag material. No evidence of a manufacturing, design, or material defect was identified. No corrective or preventive actions were deemed necessary.

Event description:
It was reported that "a hole was found on the memobag when the user was taking the excised organs out from the patient body. Therefore, the bag was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred. According to the user, he/she did not use any devices to cut after putting the bag into the body, so the hole was supposedly on the bag from the beginning."